Event description:
It was reported that 108 days after implantation of a 3.0x32mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left main coronary artery (lm). A pre-intervention stenosis of 50% was reported. It was not reported that the vessel was pre-dilated. A 3.0x32mm taxus stent was deployed at 22 atm in the region of the lesion. The stent was post-dilated with a 1.5x 20mm maverick balloon. A post- intervention residual stenosis of 0% was reported. The patent received angiomax during; plavix and aspirin after the procedure. The procedure was noted to be "successful." No complications were reported. The patient presented 108 days after the initial procedure with "unstable angina" and a 75% in-stent restenosis. A 2.50x15mm maverick balloon was used to perform percutaneous transluminal coronary angioplasty (ptca) on the lm. Following multiple inflations, ptca in the lm was continued using a 3.0x 15mm maverick balloon. Subsequently, a 3.0x18mm non-boston scientific stent was deployed in the lm in the region of the lesion. A 3.5x15mm non-boston scientific balloon was used to post-dilate the stent. Additionally, 4.0x12mm and 4.0x18mm non-boston scientific stents were deployed in the lm. A post-intervention residual stenosis of 0%, with "brisk" timi iii flow was reported. The patient received angiomax and integrilin during; plavix and aspirin after the procedure. The procedure was noted to be "successful." No complications were reported.

Manufacturer narrative:
H-6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8429111 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.